Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Root cause: this disposable was unavailable for specific root cause analysis. Signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Corrective action: algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbcs in the platelet product". The new algorithms were made available as part of the 6.1.2 trima software upgrade, and can be enabled upon approval. An internal CAPA has been initiated to evaluate reports of elevated wbcs related to plasma line occlusion.